Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The exact date of event is unknown; however, it was reported to be during the week of (B)(6) 2011 the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, active cord would not stay plugged into the receptacle. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.